Manufacturer narrative:
A preanalytical issue was found to be the root cause of the issue. The "h index" (hemolysis) of the two samples was 42 and 80 which indicated an issue with the sample collection process. A combination of the hemolysis and platelet activation due to sample collection techniques caused the elevated potassium results. The calibration trace showed consistent calibration parameters for potassium and the qc results at the time of the event were within specification. No medical device problem or failure was detected.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ise indirect na, k, ci for gen.2 potassium results for two samples. Both samples were heel stick samples collected from a two month old patient. The result from the first sample was 6.6 mmol/l and the result from a second sample was 9.5 mmol/l. The physician did not believe either result and stated the second result of 9.5 mmol/l was incompatible with life. The physician asked the patient to go to another laboratory for a venipuncture. The potassium result from beckman instrument was 4.4 mmol/l. The patient was not adversely affected. The electrode lot number and expiration date were requested but were not provided. The customer thought the issue was sample specific and a service visit was declined.